Event description:
Patient was repositioning herself in bed. Without touching the evd, the patient heard a snap and the top of the system, above the transducer had snapped off leaving an open circuit of csf spilling out on to the bed. The patient called the nurse to the bedside and the evd was immediately clamped off at the site so that csf no longer flowed out of the drain. The drain was already scheduled to be removed following a cbc result. Nsgy was contacted and the evd was removed. The patient was and continues to be neutropenic s/p transplant. Manufacturer response for ventriculostomy drainage device, (brand not provided) (per site reporter) emailed rep requesting RMA/mailer. Responded that he will either pick up the sample or send an RMA/mailer. Responded to vendor email inquiry. Replacement product received and will be delivered to nicu. Waiting for an RMA/mailer to be sent. RMA received; sample shipped fed-ex.